Manufacturer narrative:
Insulin pump passed rewind test, basic occlusion test, prime or compromised force sensor system test and displacement test. However, insulin pump received stuck in the motor error loop during bolus or basal delivery. Unable to verify no delivery alarm due to motor error alarm. The motor may have had an intermittent failure that was not detected during our testing. The motor was tested outside the device and passed.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. The customer's blood glucose was 150 mg/dl at the time of the incident. Troubleshooting was provided. There were multiple motor alarms previously. The customer was advised to discontinue use of the insulin pump and revert to the back-up plan. The insulin pump will be returned for analysis.